Event description:
Primary and secondary IV tubing was hanging. The secondary medication had completed infusing and was still unclamped. The primary rate was increased from 30 to 100 cc's and within 3 to 5 minutes the nurse was going to hang a new secondary medication and found the secondary bag overfilled greater than 100 cc's. The pump was tested internally by clinical engineering and no issues were identified. There was no patient injury.